Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 generator to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the e-100 generator was not delivering energy when using the vessel sealer extend instrument. The customer had tried reseating the instrument on the e-100 and power cycling the generator but the issue remained. The customer connected the vessel sealer extend onto the erbe generator and continued with the case. The technical service engineer (tse) found errors 25913 and 25902 that are related to the issue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc did receive a da vinci product involved with this complaint to perform failure analysis however, no issue could be found. This unit was installed onto the test system and manually power cycled 10 times. The e-100 generator powered on with no issue each time. The vessel sealer instrument was installed onto the unit with a saline dipped gauze in the jaws. The e-100 was fired with the yellow pedal/sync activation and performed a cut/seal about 100 times. The unit worked fine without any issue. The complaint was not confirmed based on the failure analysis.

Event description:
Refer to h10/h11 for follow-up information.